Event description:
The manufacturer received information alleging an oxygen concentrator had a short circuit and damage to the power cord. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator that allegedly had a short circuit and damage to the power cord. There was no report of patient harm or injury. The manufacturer incorrectly reported that there was evidence of thermal damage to the power cord. The power cord had evidence of physical damage causing the device to not be able to be placed into service. There was no evidence of thermal damage to the power cord.

Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator that allegedly had a short circuit and damage to the power cord. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device has evidence of thermal damage to the power cord. The power cord was observed to have damage consistent with the application of excessive force by the end user. It appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling for the everflo oxygen concentrator states, "keep the device at least 15-30cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)." "Do not use the oxygen concentrator if either the plug or power cord is damaged."